Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device ran hot, rough, and that the burs were difficult to attach. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided. The date of the event is unk.